Manufacturer narrative:
The service actions (replacing the sample probe and replacing all reagents) resolved the issue. No further issues were reported afterwards.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the sample probe needed replacement. So he replaced it and replaced all reagents. The fse performed ise checks and they were all successful. The customer ran calibration and qc and all results were within the specified ranges. Precision studies were performed and they were within specifications.

Event description:
We received an allegation about discrepant sodium (na) ise assay results for an unknown number of patients' samples tested on a cobas 8000 cobas ise module. An estimate of a discrepant result for 1 patient's sample was provided. The customer was unable to provide the actual results for both the initial and the repeat results. Initial result: 125mmol/l (accompanied with a data flag). There are internal protocols in place to repeat samples having their results flagged as critical and, therefore, the sample was then repeated. Repeat result: 136mmol/l. The repeat result was deemed to be correct.